Event description:
It was reported that, "primary bilateral knee case. We had an issue with the left tibial cutting guide from otismed. After making the tibial cut using the shapematch guide, the cut was off by approximately 6 degrees. The surgeon was displeased with the mal aligned cuts. A thicker insert had to be used on the left side because of the mal aligned cuts. The surgeon had to use ps femur with a ts insert and a universal baseplate along with a 5mm post augment on the femur."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.